Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms starting on 27nov2023. The patient had generalized weakness and dyspnea with minimal exertion. Log files were submitted for review. The log file captured multiple low flow events on 27nov2023. The calculated flow appeared to have fluctuated below the low flow alarm threshold of 2.5 liters per minute. It was noted that some of the low flow events were not sustained for long enough to activate the alarm. The low flow events occurred at times when the pulsatility index was elevated. It was noted that the events appeared to be a patient related issue. The cause of the low flow alarms was anemia and a recent suspected gastrointestinal bleed. An esophagogastroduodenoscopy (egd) was performed and the bleeding was confirmed. The source of the bleeding was multiple gastric polyps. A polypectomy was performed and the bleeding resolved. The low flow alarms did resolve with a transfusion and a ramp study that showed no change to left ventricular assist device (lvad) speed. The patient was still hospitalized with no further documentation of low flow alarms; frequent pulsatility index (pi) events were noted as of 03dec2023.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.